Manufacturer narrative:
The device remains implanted. Despite efforts to obtain further information, no additional information has been received. Should we receive additional information, this report will be updated.

Event description:
It was reported during the procedure, a short spiral lead was used and was tried in two branches. The lead could not be entirely inserted into the branch. Eventually, the physician was able to get the lead in a lower lateral branch. The threshold values were tested, and were slightly higher than normal. An x-ray showed the lead had pulled back slightly. The physician had already closed the pocket therefore advised that the patient's device would be rechecked in one week following the procedure. Efforts have been made to obtain further information, however no information has been received. No adverse patient effects were reported.

Event description:
It was reported during the procedure, a short spiral lead was used and was tried in two branches. The lead could not be entirely inserted into the branch. Eventually, the physician was able to get the lead in a lower lateral branch. The threshold values were tested, and were slightly higher than normal. An x-ray showed the lead had pulled back slightly. The physician had already closed the pocket therefore advised that the patient's device would be rechecked in one week following the procedure. No adverse patient effects were reported.